Manufacturer narrative:
(B)(4). The cause for the report of peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (h10i09075, h10j21061), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(6). This is report 2 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from the USA of peritonitis coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) and extraneal viaflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The nurse contacted baxter via direct access and reported that the patient experienced peritonitis and was hospitalized on an unreported date. The cause of the peritonitis was not reported. Treatment for the peritonitis was not reported. On an unreported date, dianeal and extraneal therapies were withdrawn and the patient's pd catheter was removed. The outcome for the peritonitis was not reported. An opinion of causality was not reported for the peritonitis with regards to dianeal and extraneal therapies.